Event description:
It was observed that during the device evaluation, the subject device exhibited a pink image and minor cracks on the video connector. There was no patient involvement

Manufacturer narrative:
Based on the results of the investigation, it is likely that the device had a pink image due to a defective outer tube and the minor cracks on the video connector were due to fatigue problems. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.